Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of difficulty inserting the atrial lead was confirmed in the laboratory. Analysis of the device found epoxy on the atrial ring spring. The epoxy is believed to have been obstructing full entry of the lead into the atrial bore during the attempted implant in the field.

Event description:
It was reported that at implant, the lead could not be inserted into the atrial port of the device. A second lead was used with the same results. The device was not implanted and replaced.